Event description:
Customer reported the image on the left monitor would shrink. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable and the gib pcb. System operates as intended. This MDR is related to ge healthcare complaint.